Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00535. It was reported that balloon rupture occurred. Following rotational atherectomy, a 3.00mmx15mm nc emerge® catheter balloon was advanced to dilate the lesion. However, balloon ruptured. The device was exchanged with a 3.00mm x 12mm nc emerge® balloon but it also ruptured. The procedure was completed with a non-bsc balloon. No patient complications nor injury were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was simply removed as a whole all together from the patient's body and patient's status was stable.